Event description:
Complaint received from distributor as follows: "missing tip end and bleeding. The case was reported to FDA." Refer to customer MDR 1044475-2013-00024. Current patient condition on notification summary is 'fine'. The adverse event 'bleeding per urethra after catheterization' is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the patient. From a clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred.

Manufacturer narrative:
The pictures of affected sample have been received and evaluated. The missing part of catheter tip was confirmed. The peel pack of affected sample with product identification information has not been provided. History batch records were reviewed and no nonconformity was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. No complaint for the same product reference code has been received within last two years. No other complaint has been received on the batch. The assembling process on machine was reviewed and no sharp tool was found out which could lead to cause this kind of defect/ bevel cut. The package machines are equipped with control radar system which ensures that the wrong welded or damaged products are discarded. The inspection of correct running of control radar system is curried out on each shift by technician. It was fulfilled during manufacturing of mentioned batch. As a double check all peel packed products are visually inspected by operators too. During packaging process all product are inspected visually. Based on above the root cause of the defect cannot be determined. The failure is included in relevant risk management file and associated hazard is evaluated there. (B)(4).